Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model sesr01, implantable pulse generator (B)(6) 2010.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. 6,449 open circuit paces noted post lead warning on (B)(4) 2012.

Event description:
It was reported that when the device was checked a lead alert had been previously triggered for high impedance. Everything "checked out fine" with the patient and device though. There was no oversensing and impedance/thresholds were "fine." No intervention or reprogramming was done. The patient was asymptomatic of any problems and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.